Event description:
Customer reported during pt use while administering chemotherapy, it was noted the tubing leaked at the injection site nearest to the luer lock adapter. No pt injury or medical intervention. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt demographics.